Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet completed. Additional information will be submitted within thirty (30) days of receipt. This report also refers to an event of high power for which the patient was hospitalized. Please reference manufacturing report #s 3007042319-2013-00290 and 3007042319-2013-00292.

Event description:
Approximately 12 ½ months after hvad implantation, while in the outpatient clinic, the controller did not provide any audible alarm when the patient¿s power (watts) went above the alarm threshold. These events were noted during review of the log files by the outpatient staff. The patient was asymptomatic during these events. Additional review of the controller data, event, and alarm logs revealed missing data files, and pump stops within the past two weeks. The patient reported that he was not aware of the pump stop events. The patient¿s controller was electively exchanged with no reported patient injury.

Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. The controller passed all visual and functional testing. The root cause is undetermined.